Manufacturer narrative:
(B)(4). The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of complications in colon, deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported a patient was injected with 1 syringe of juvéderm® volbella¿ xc in the lips. About 6 months later, patient had "complications in the colon" (also described as "gastrointestinal condition" that is deemed not related to the device) which required emergency room admission and hospitalization and patient was prescribed two antibiotics. Soon after recovering from this roughly two months later, patient experienced non inflammatory nodules and swelling th the lips. Patient was prescribed 2 medrol dose packs on an unknown date from their pcp. Patient would receive two hyaluronidase injections a few weeks following, apart a week apart from each other. Patient has also been prescribed zyrtec and pepcid. The events are improving but still ongoing.